Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
End user alleges he was going to the refrigerator and let off of the throttle and the unit sped up on its own. The unit allegedly ran into the fridge causing the end user to cut his leg from below his knee to the top of his ankle requiring 47 stitches.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
End user alleges he was going to the refrigerator and let off of the throttle and the unit sped up on its own. The unit allegedly ran into the fridge causing the end user to cut his leg from below his knee to the top of his ankle requiring 47 stitches.